Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have a system-level electronic or communication failures. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. Based on the evidence, the most probable root cause is an internal electronic failure (such as a failed circuit board or power component) that is not externally visible. Final determination requires OEM-level diagnostics involving detailed electronic testing and possibly board-level/component analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer called to report error c-00 on erbe generator. As she could not give further details technical support engineer (tse) asked for contact to the use. Nurse described that c-00 appears every time the erbe is started but then disappears and erbe is used successfully not related to a single procedure. The procedure had no reported injury.